Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned to olympus deutschland gmbh (ode). The evaluation by ode found, the light guide lens was chipped and deterioration of the glue on the bending section cover. No irregularity of instrument passage into the instrument channel was confirmed. No air leakage from the device was confirmed. Ode sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microorganism was detected from a sample collected from the air/ water channel and the distal end of the device. Omsc reviewed, the manufacture history (DHR) of the device and confirmed, no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. The user facility also states that the instrument channel is damaged. Other detailed information such as the reprocessing method, type of microbes and number of microbes were not provided. There was no report of infection associated with this report.